Event description:
During an unk procedure, the cartridge of the device came out of the device while firing. A device of another product code was used to complete the procedure. There was no pt consequence.